Manufacturer narrative:
Product ID, 3093-28 lot# v394050, serial# implanted: 2010 (B)(6), explanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had her leads replaced because, they came loose and were in the wrong location. The patient did not realize this occurred but realized she was having a return of symptoms, which went on for 2-3 months. The patient had an x-ray done and the health care professional determined the patient would have to get the leads replaced. The manufacturer's device registry confirmed that the lead and battery were replaced. The patient outcome was not provided. Please refer to manufacturer report no. 3004209178-2012-07668 for subsequent patient information and devices.